Event description:
It was reported that customer experienced history anomaly. It was reported that sensor error and change sensor alarm was not recorded in insulin pump history. Customer's blood glucose was 3.6 mmol/l. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The transmitter communicated properly with the insulin pump. No unexpected sensor error or change sensor alarm was noted during testing. The meter blood glucose alarm functioned properly and was listed in the sensor alert history screen. The insulin pump was unable to upload to carelink pro to verify sensor history due to alarms for a corrupted history file. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.